Event description:
While the device was programmed for an unrelated diagnostic procedure, undersensing was observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.